Event description:
A report was received that the patient was experiencing charging difficulty after undergoing a non device related procedure where electrocautery was used. The patients ipg was replaced. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual (B)(4)).

Manufacturer narrative:
The explanted ipg passed visual, electrical, photographic imaging and performance tests done. The device exhibits normal device characteristics.

Event description:
A report was received that the patient was experiencing charging difficulty after undergoing a non device related procedure where electrocautery was used. The patients ipg was replaced. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Current labeling warns against the use of monopolar electrocautery (refer to physician's implant (B)(4))